Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic after receiving a vibratory alert. Upon investigation, low pacing impedance was observed on the right ventricular (rv) lead. X-ray imaging was performed and no anomalies were observed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.